Manufacturer narrative:
Follow-up #1: date of submission 05/01/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find related warnings or alarms. On investigation, the pump powered up with the display screen and functioned properly. The investigation was unable to confirm or duplicate the reported blank screen issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump powered up to a blank display screen after a battery change. It was reported that there was no trauma or moisture exposure to the pump and the issue was resolved with another battery change. This complaint is being reported because the reported blank screen issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.